Event description:
Additional information was received from the manufacturer representative (rep) stating that the cause for the headaches was secondary to smacking head in the slip and fall. The device or therapy was not affected by the fall per the physician. The device was turned on and up, stimulation was appropriate.

Event description:
The patient via a manufacturer representative reported that the patient had discomfort when recharging their implantable neurostimulator (ins). They slipped and fell and hit their head in their bathroom on (B)(6) 2016. They still had a knot on their head from the fall and had been having a headache since the fall. When they would recharge their ins it made the headache worse. The stimulation was not on while the patient recharged. The patient was meeting with a neurologist and a manufacturer representative on (B)(6) 2016. It was noted that the patient was in general nervous and they had anxiety. The patient was implanted for lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.